Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked. The patient was connected at the time of the event. This occurred during dwell three of five of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a leak in the patient line. The nurse helped the patient end therapy. Proper procedures, per the user manual, were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.